Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Without a valid lot number the device history records review could not be completed. Complainant device is expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Reporters state: (B)(6). Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: in the surgery using the lcp system in the clinic, when using the guide block (B)(4) reference (B)(4) a defect was found (it was obstructed) in one of the holes through which the kirshner wires 2.8mm pass, it was completed using a smaller gauge needle to complete the procedure, surgery is completed successfully. Concomitant device reported: 2.8mm kirschner wire (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) aiming block f/scr ø5 f/lcp paed-hippl. This report is 1 of 1 for (B)(4).